Event description:
Two different anesthesiologists, five to six different incidents in which lor syringe plunger stuck in the barrel and made it difficult to confirm accurate placement. One incident contributed to a headache as a result.